Manufacturer narrative:
Continuation of d10: product ID 97755 serial# (B)(6): product type recharger h3: the device 97755 recharger (rtm), serial number (B)(6) was returned for product analysis. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. H6: section updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755 (serial: (B)(6)); product type: 0213-recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. It was reported that they think their recharger is damaged as they can't get the recharger to charge the implanted neurostimulator anymore. Patient stated that when they do get the implant to charge, it will display excellent but the recharger cord gets really hot and the controller battery drains quickly down to 20%. When asked event date, patient stated that it was probably about a month ago (confirmed february). A replacement recharger (rtm) was sent out.

Manufacturer narrative:
H3: product ID 97755, serial# (B)(6), product type recharger was returned for product analysis. Analysis found recharger antenna failure. Specifically, no device found message was observed. No anomalies were visually observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.